Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed. Customer reported that the ketamine drawer would not close during inventory, later became stuck closed, and a total of four drawers are failed requiring maintenance with no storage space recovery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer arrived onsite and found that the device had multiple drawer failures, all within mini drawer 1. The fse removed the back panel and observed a solid red light on the drawer controller, and while attempting to test the drawer, a command error was present and no pockets would open. The fse replaced the drawer controller card and configured the drawer in the application, after which the customer was able to successfully test all drawers through the application. The system functioned as intended after the field service engineer repaired the device.